Event description:
Customer reported that the insulin pump received a button error alarm. Customer stated he is a life guard and device was exposed to moisture. Blood glucose level 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Device had scratched lcd window, broken belt clip slot at battery tube threads area and broken reservoir tube lip.